Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The device was implanted via v-p shunt to female patient ((B)(6)) with snph after sah on (B)(6) 2016. The initial setting pressure was 4. After implantation hydrocephalus symptoms did not get well and the surgeon couldn¿t confirm ventricular enlargement. The surgeon suspected that spinal fluid flow less through the device properly due to the siphon guard with the valve. On (B)(6) 2016, the device at setting 1 was replaced with 82-3164 (initial setting is unk). After implantation, 82-3164 was working but the patient did not get better significantly. The surgeon suspects that there is problem on the position of the ventricular catheter not valve so that the surgeon is planning the revision this catheter and the patient is currently being monitored. No further information was provided by hospital.

Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was at setting 1. The valve was visually inspected: a cut/tear in the silicone housing was noted along the siphon guard. This is probably due to a sharp or pointed object coming into contact with the silicone housing, this however could not be determined. The valve was hydrated for 24 hours. The valve was tested for programming. The valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, leaked from the cut/tear in the silicone housing. The siphon guard could not be tested due to the damaged silicone housing. The valve was dried. The siphon guard was removed. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code 82-8804pl, with lot cvjbfz, conformed to the specifications when released to stock in 27th july 2016. The review for product code ns9008 was not possible as the lot number was unknown. No root cause could be determined for the certas valve as the problem reported by the customer was not confirmed. The root cause to the tear/cut in the silicone housing is probably due to the user, this however could not be determined. As noted in the IFU silicone has a low tear / cut resistance. Per hhe, it has been concluded that silicone housing tears are not design related, in order for the housing tear to occur the user has to compromise the silicone through a nick or tear in order for the event to occur. Validation testing demonstrates a robust design. Testing has shown that if the silicone housing has been compromised, a housing tear is likely to occur. No root cause could be determined for product code ns9008 as the device was not returned if the device is returned in the future the complaint will be reopened. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.